Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation issue. It was initially reported by the customer that dilator couldn¿t be entered into the lumen of the carto vizigo¿ 8.5f bi-directional guiding sheath - small, lumen too narrow. There was no patient consequence. The customer¿s reported issue of resistance with the sheath is not MDR reportable since an increased potential for patient injury is remote. On (B)(6) 2022, the bwi pal revealed that a visual inspection of the returned device found hemostatic valve was dislodged inside the hub component. This finding was reviewed and determined to be an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures and the evaluation has been completed. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The hemostatic valve dislodged inside the hub could be related to the obstruction reported by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: on (B)(6) 2022, the product investigation was reopen to correct the following statement that was reported in field h10. Additional manufacturer narrative of the initial 3500a medwatch: the statement: "the hemostatic valve dislodged inside the hub could be related to the obstruction reported by the customer." Was corrected to: "the hemostatic valve dislodged inside the hub could be related to the resistance reported by the customer."